Manufacturer narrative:
As part of our investigation, olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The scope was returned to olympus for evaluation. The evaluation confirmed the reported image problem. The scope was attached to a camera head and found excessive broken fibers on the monitor screen causing the image problem. A visual inspection was performed on the scope and found the bending section broken at the proximal end. A microscope was used and found a metal pin protruding through the bending section cover. A replacement scope was sent to the user facility. Based on similar reported events, the cause of the broken bending section skeleton could be attributed to the operator¿s technique. The original equipment manufacturer (OEM) performed investigations related to this device issue. As a result, the OEM has conducted a field corrective action including a distribution of "instructions for safe use¿ to mitigate the potential risk of patient injury. The ¿instructions for safe use¿ provides several warning statements in an effort to prevent patient injury. ¿if any of the following conditions occur during an examination, immediately stop the examination and withdraw the endoscope from the patient. If the up/down angulation control lever does not move. If the angulation control mechanism is not functioning properly. Visually inspect the bending section for no metallic parts protruding from the bending section. Visually inspect the bending section for bends, twist, or other irregularities while the bending section remains straight. Visually inspect the bending section for abnormal bending shape, or other irregularities. Continued use of the endoscope under these conditions could result in patient injury, bleeding, and/or perforation.¿

Event description:
Olympus was informed that the scope had distal end cover damage with no sharp edges observed. There was no patient injury reported.